Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead there was tissue lodged at the tip of the rv lead which was unable to be dislodged. The rv lead was replaced with another lead which was placed with no issues using the long sheath. No patient complications have been reported as a result of this event.